Event description:
It was reported that the charger for the ilet system stopped charging despite being properly connected, with no indicator light and no charging, consistent with a charging problem involving the battery charger; replacement supplies were shipped. Customer care provided support that included communication with the user and coordination or return and replacement logistics. Investigation of this case revealed a power source problem consistent with a charging malfunction traced to the battery charger component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.